Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the battery compartment of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Manufacturer narrative:
Additional information: the reported event that battery compartment broke off was confirmed through the visual inspection. Any physical impact to the navigated instrument, such as with a mallet or a similar tool, will cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility, the battery compartment of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.